Manufacturer narrative:
The device has not been made available for evaluation at time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Dealer claims the charger caught on fire.

Manufacturer narrative:
The charger was returned for evaluation. There was no evidence of fire anywhere on the returned charger. The charger proved to be fully functional during functional testing.

Event description:
Dealer claims the charger caught on fire.